Event description:
It was reported by the customer via emergency support program line, that the mega 50 cc intra aortic balloon (iab) had a gas loss alarm and unable to monitor arterial pressure waveform. There were no patient harm or injury was reported.

Manufacturer narrative:
E1: (B)(6). Alarm catheter restriction indicates that the intra aortic balloon catheter or its associated tubing is restricted preventing normal balloon inflation and deflation. When this alarm occurs the cardiosave system automatically enters standby with the balloon deflated to prevent unsafe pumping until the restriction is resolved.this restriction can result from mechanical obstructions such as kinks or bends in the catheter or tubing, incomplete unfolding of the balloon membrane, or the balloon not fully exiting the sheath during insertion. Off label insertion techniques, like axillary placement, may also increase the risk of catheter restriction.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation, investigation findings, medical device problem code and investigation conclusions).

Event description:
N/a.